Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery (rca) that had a previously implanted stent. A 2.5 x 12 synergy stent would not deliver due to damage on the distal end of the stent that occurred during passing through the previously implanted stent. The procedure was completed with another of the same device and the use of a guide extension catheter. There was no harm to the patient. Synergy ii us mr 2.50 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to distal stent rows 2-5. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery (rca) that had a previously implanted stent. A 2.5 x 12 synergy stent would not deliver due to damage on the distal end of the stent that occurred during passing through the previously implanted stent. The procedure was completed with another of the same device and the use of a guide extension catheter. There was no harm to the patient.